Event description:
Staff verified equipment was on and functioning properly during shift reports/rounds at 655 am. At 750 am a staff member entered room and found monitor off. No staff had been in the pt's room between 655 am and 750 am.